Event description:
Patient reported left side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: creases, white particles in device inner surface, one curved opening and one crack opening. Leak test and microscopic analysis was performed which identified: one crack opening and one opening sharp. Based on the device analysis, the final assessment is one opening crack assessed as cracked valve seat diaphragm valve and one sharp opening assessed as unidentified (tear) opening.

Event description:
The device was explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported left side deflation. Device remains implanted.